Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged data issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. In addition, the customer stated the pump history does not record bg values entered when blousing. During troubleshooting with tandem technical support a bolus was delivered and it was confirmed the history successfully recorded the bg value entered. Customer reported blood glucose level was 143 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.